Manufacturer narrative:
(B)(4). Date sent: 4/22/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch#: 438d07. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How far after the initial procedure was the bleeding identified? Was a transfusion required? Were any medical or surgical interventions provided to the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, bleeding from the patient through their stool, the doctor indicates that it should be from the whole-whole anastomosis. No revision procedure was performed. No other information was provided.